Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The technical support engineer suggested to remove and reinstall the 30-degree endoscope from universal surgical manipulator 2. The phone support details did not reveal any issues related to the customer reported event.

Manufacturer narrative:
The customer was able to resolve the issue by removing the 30-degree endoscope from arm 2, guided tool change was erased, and the endoscope was reinstalled. The system was now showing 30-degree down. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure the scope keeps flipping on the surgeon. The 30-degree endoscope was not showing up or down indications. Intuitive surgical, inc. (Isi) technical support had the sterile team member remove the scope from arm 2, guided tool change was erased, and the scope was reinstalled. The system was now showing 30-degree down. Isi contacted the customer but was unable to obtain additional information concerning the reported event. The customer confirmed no further details related to the reported event are known or available.